Event description:
A healthcare professional reported with a description of failure placement. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in b.5. Based on information received, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: 2025-27461

Event description:
A healthcare professional reported with a description of failure placement. Additional information was received stating that this was a handling error and there was no product issue.